Event description:
It was reported to boston scientific corporation that a sensation snare was prepared for use. According to the complainant, during unpacking, the snare failed to extend. The pull wire was noted to be broken. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.